Manufacturer narrative:
UDI: (B)(4). The reporter's complete address and phone number were not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device displayed a failure and did not maintain the rotation. It was reported that the event had a negative influence on the surgical time, but the amount of time was not reported. It was not reported whether a spare device was available for use. It was reported that the device was being used with an autolube device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.